Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(4) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a drug infusion device. The drug being delivered was 500 mcg/ml lioresal at ¿50cg/ml.¿ the reason for use was not reported. It was reported that there was a loss of relief. The issue started on (B)(6) 2018. The managing physician did a dye study and a motor study in (B)(6) 2018 after the patient had withdrawal symptoms. The motor study was successful and the physician was unable to remove cerebral spinal fluid (csf) and drug from the catheter access port (cap). The catheter was twisted inside the pump pocket. The connector was removed on (B)(6) 2018 and replaced with an 8784 of the same manufacturer. The customer was notified that the product should be returned, the rep was in possession of the device, and it would be returned to the manufacturer for analysis. There were no reported environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report. The patient¿s weight was reported. The patient¿s status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
Analysis of the catheter found that the catheter body had significant twisting that may have infected infusion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products :product ID: 8780 , serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: catheter. Explant date of (B)(6) 2018. Been . If information is provided in the future, a supple mental report will be issued.

Event description:
Additional information was received from a rep on 2018-may-01. It was reported that the cause of the catheter twisting was unknown. The device was returned to the manufacturer for analysis. There were no further complications reported/anticipated.